Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bolus history anomaly. The customer stated that a bolus amount that they programmed was not recorded in the bolus history. The customer's blood glucose was 353 mg/dl at the time of incident. The customer stated that the bolus amount into air was recorded at the bolus history. The insulin pump will not be returned for analysis.